Event description:
It was reported that this pacemaker exhibited premature battery depletion. The device had stopped functioning after four years of implant time. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device was retuned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The interrogated battery status was end of life (eol), and it was noted elective replacement time (ert) battery status was reached on (B)(6) 2020, before the device was explanted. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Despite exhaustive testing, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Manufacturer narrative:
(B)(4). The device was retuned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The device had stopped functioning after four years of implant time. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for laboratory analysis.